Manufacturer narrative:
The field service representative (fsr) could not duplicate the reported issue. She replaced the occluder head as a precautionary measure. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
Updated block: h6 the reported complaint could not be confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the occluder head would not fully occlude the tubing. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician could not duplicate the reported complaint. The occluder head was observed to successfully occlude with no water passing through the tubing and function as intended.